Event description:
It was reported a patient received an overinfusion of morphine while using a patient controlled analgesia (pca) half day infusor. The infusor was started 10 hours earlier and not due to finish for 14 hours. It was reported the patient knew how to override the safety button; however, it was not reported if this was the cause of the overinfusion. The patient was found in bed and observed to be drowsy and barely responsive. The pca was removed and the patient was treated with oxygen via face mask and naloxone IV (dosage and frequency not reported). The patient was checked hourly throughout the night and remained stable. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.